Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the surgeon wanted to reset the clip, but it made a "clac" noise with a break at the joint. It was noted that device component fell into the patient's cavity. Then three small pieces were retrieved from the pelvic cavity. There was no reported patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Clevis of the device was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the instrument is forced beyond indicated use by applying excessive stress over the fan of the instrument. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the breakage observed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.